Event description:
It was reported the patient experienced pain at the ipg site following considerable weight loss. Surgical intervention took place to revise the ipg pocket and replace the ipg itself.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.